Event description:
This is 1 of 1 reort for complaint (B)(4).

Event description:
Facility reports during pre-testing of compact air drive, the trigger was sticking. Device was not used in surgical procedure, no patient involvement, and no harm to the user was reported.

Manufacturer narrative:
The serial number (B)(4) belongs to the part 511.701.801, which is the housing of the article 511.701. The manufacturing documents of this housing were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device was used as treatment and not diagnosis. Reliability engineering evaluated the device, and the reported problem was confirmed. This condition was likely due to normal wear from use over time.